Event description:
I have the essure birth control device. I have severe pain daily with abdominal bleeding for almost 3 years. My pain is in my right side pelvic areas that has spread to my right hip and lower back.